Event description:
I.v. Initiated with "protect IV safety IV catheter" in 2009. Blood was withdrawn through the catheter for lab work. While removing the syringe from the catheter, the entire length of the catheter broke at the hub. Enough of the catheter remained outside of the insertion site of the skin to allow for immediate removal with the nurses's fingers.